Event description:
Ous MDR - after an implant period of approx. 27 months, oversensing on a-channel, no sensing and loss of capture was observed at follow-up.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed severe deformations of the outer conductor coil approx. 21 cm distal to the is-1 connector pin, as well as a broken suture sleeve. In this region the insulation was damaged and the inner conductor coil was found fractured. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. These findings can be considered the root cause of the loss of capture mentioned in the complaint description. Furthermore, cuts in the insulation were found which occurred most likely during the explantation procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.